Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation ablation, a farawave 2.0 catheter was selected for use. During preparation, the catheter was opened, as the scrub was about to hook up the flush line. It was noticed it looked like bubbles in the flush line at the connection hub, they hit it with syringe and tried to dislodge the bubbles but they would not move it was looked like there where bubbles in the catheter central lumen flush line hub. The catheter was replaced and procedure was completed with no patient complications. The device is not expected to be returned since it was disposed.